Event description:
The nurse reported that the vitrectomy probe was stuck inside a trocar and could not be removed. The surgeon had to remove the trocar from the pt's eye with the vitrectomy probe in place. The nurse stated that there was no pt harm. The procedure did incur some delay while preparing another pak and priming. Additional information received from the surgeon stated the vitrectomy probe became stuck in the trocar at mid-shaft. The surgeon attempted gentle manipulation but the vitrectomy probe would not move. The trocar with the vitrectomy probe were removed and another trocar and vitrectomy probe were used to complete the case. Upon restarting the case a new retinal tear and peripheral retinal detachment adjacent to the sclerotomy site was observed. A cryopexy was performed to repair the retinal tear and detachment. The pt prognosis is good.

Manufacturer narrative:
The nurse stated she would send in the sample for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. This report was mailed to FDA on: 01/09/2009.